Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that they attempt to deaccess icvad after procedure was complete and needle did not fully remove into safe lock. Half of needle still in port. Could not remove fully without extra force. It was stated it was "quite difficult to remove." No other information was provided.